Manufacturer narrative:
(B)(04). Additional suspect medical device components involved in the event: model#: sc-4316, lot #: 19376522, description: next generation anchor kit-sterile; model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket and midline incision site. Symptoms were drainage, redness and oozing. The physician believed that the infection was related to patient's cleanliness and was not device or procedure related. The patient underwent an explant procedure. The patient was doing well post-operatively.